Event description:
Patient with numerous dysrhythmias required defibrillation. Defibrillator passed test at the beginning of the shift. When attempted to defibrillate the patient, the defibrillator would not hold a charge or fire. The patient required chest compressions until another defibrillator could be used. After the incident, the defibrillator was tested again and it passed.